Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of a helix mechanism issue was confirmed. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within product specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of r-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, decreased sensing was observed on the right ventricular (rv) lead. Additionally, it was not possible to retract the helix. The rv lead was explanted and replaced to resolve the event. The patient was stable.